Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The 0-6 cm depth markers were observed to be worn and faded. A white mark was observed on the surface of the catheter near the 3 cm depth marker. A microscopic observation revealed this white mark appears to be abrasive damage on the surface of the catheter. Additional abrasive damage was observed on the catheter surface near the 2 cm depth marker on the opposite side of the initially observed damage. A small amount of material appeared to be missing and/or displaced at the locations of the observed damage. Some wrinkling or indentations in the catheter material was observed near the edges of the abrasive damage. While the damage on the returned catheter appears to have been caused by some sort of abrasion, the origin of this damage could not be determined. Possible contributing factors of the observed damage include contact with a traumatic instrument, improper site dressing, and damage during manufacturing, handling, or use. The investigation was forwarded to the manufacturing facility for further evaluation. ----------------------------------------------------------------------------------------------------- reynosa evaluation complaint due to ¿a small mark on PICC line was noticed¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and functional testing performed at vad lab it was concluded that two white abrasive marks on the shaft tubing just proximal to the molded suture wing were found. Possible contributions factors: damage during the manufacturing process, however 100 % leak test and visual inspection test are performed in all devices before final release. Risks during clinical procedures, improper site dressing, handling or use, etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of redn3392 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient was having a PICC line 4fr inserted when a small fracture mark was noticed on the PICC line near 3 cm mark on the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn3392 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient was having a PICC line 4fr inserted when a small fracture mark was noticed on the PICC line near 3 cm mark on the catheter.